Manufacturer narrative:
(B)(4). Product has been received but is pending evaluation.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and passed. A review of the share log was performed and no data, within the issue date window, related to the alleged product for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).